Event description:
A caregiver reported a high reading of 130 mg/dl with an adc blood glucose meter, as compared to a healthcare meter. It is unknown if the customer experienced any adverse symptoms. The customer had contact with a healthcare professional, where a healthcare meter reading of 50 mg/dl was obtained. The customer was treated with glucagon by the healthcare professional. No further information was given. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the fs neo optium meter and the precision strips were reviewed and the dhrs showed the fs neo optium meter and the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The reported meter/reader has been returned and investigated with retained test strips. Visual inspection has been performed, on the returned meter/ reader and no issues were observed. Meter/reader powered on with button and test strips. Control solution testing has been performed, and all results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported, a high reading of 130 mg/dl. With an adc blood glucose meter, as compared to a healthcare meter. It is unknown, if the customer experienced any adverse symptoms. The customer had contact with a healthcare professional. Where a healthcare meter reading of 50 mg/dl was obtained. The customer was treated with glucagon by the healthcare professional. No further information was given. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading of 130 mg/dl with an adc blood glucose meter, as compared to a healthcare meter. It is unknown if the customer experienced any adverse symptoms. The customer had contact with a healthcare professional, where a healthcare meter reading of 50 mg/dl was obtained. The customer was treated with glucagon by the healthcare professional. No further information was given. There was no report of death or permanent injury associated with this event.